Event description:
Treatment of a small ruptured aneurysm measuring 3mm. The patient¿s anatomy was severely tortuous and slightly thin in diameter. On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported the physician had difficulty implanting the axium implant coil in the aneurysm. The implant was pulled back to with some resistance. After some manipulation, the coil was still not implanted and it was removed from the patient. Once the implant coil was taken out of the patient, it was noted to be broken. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.(B)(4)